Event description:
It was reported by field service: symptom - battery runtime 20 minutes.

Manufacturer narrative:
Findings/actions taken - confirmed 20 minute alarm; shut down 2 minutes later. Charge voltage ok. Replaced battery. Installed ejection caps. Follow-up report will be filed if additional info becomes available.